Event description:
It was reported the insulin pump alarmed button error. Alarm occurred during normal use. Customer was advised the device will need to be replaced. Customer was advised to discontinue use of the device and revert to back up plan.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarm was noted during testing. The insulin pump was received with a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip, a broken belt clip slot, minor scratches and cracks on the display window and a missing end cap sticker.